Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects and reported in the article are captured under separate medwatch report. Event/implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. Attachment: article titled "outcomes of mitraclip and surgical mitral valve repair in patients with left ventricular assist device".

Event description:
This is filed to report the renal failure, hemorrhage, and unexpected medical intervention. The study compared outcomes of transcatheter mitral valve repair using mitraclip in patients vs surgical mitral valve repair (mvr). 30 patients met the inclusion criteria. Complications included death, acute kidney injury, bleeding, and vascular complications. The article concluded that mitraclip may thus present itself as a safer alternative in patients with advanced age where frailty and multiple co-morbidities render them at high risk for open-heart surgery. Specific patient information is documented as unknown. Details are listed in the attached article, titled outcomes of mitraclip and surgical mitral valve repair in patients with left ventricular assist device. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported hemorrhage and renal failure. Hemorrhage and renal failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.